Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse that found the issue replaced the video generator board and the issue was resolve. The fse performed all functional and safety check as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that the getinge field service engineer (fse) noticed excessive amounts of error code #137 not related to blood back while performing the repair cardiosave intra-aortic balloon pump (iabp), for a blood back call documented in another complaint. There was no patient involvement and no adverse event was reported.